Event description:
Our rep is reporting that during two knee procedures some metal filings, either from the femoral offset aimer or being caused by some physical anomaly of the offset aimer, fell into the patients joint space. The debris was suctioned out with the aid of a shaver and the case was concluded successfully without further incident. [Per phone conversation with the rep there was no harm to the pt.] [Also see associated MDR 1221934-2006-00145].

Manufacturer narrative:
Nothing has yet been rec'd for analysis. However, when the complaint device is rec'd, a root cause failure analysis will be had and the results of that investigation will be reflected in a follow up report.